Event description:
It was reported the leads had eroded through the skin which caused an infection at the lead site. In turn, surgical intervention was undertaken wherein the system was explanted to address the issue. The patient was prescribed antibiotics.

Manufacturer narrative:
Date of event is estimated. E1: (B)(6). An event of infection was reported to abbott. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead. Based on the documents reviewed, the source of the infection remains unknown.